Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the his bundle (right ventricular) (rv) lead which was thought to be unique to patient anatomy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.